Event description:
It was reported that the camera head had cable cut with internal core or metal visible. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is detachment of cable unit, because cable unit was not secured, the endoscopic image cannot be displayed and due to poor water tightness of cable unit, water tightness was lost. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to detachment of cable unit. Additionally, due to poor water-tightness of cable unit, water tightness was lost and because cable unit was not secured, the endoscopic image cannot be displayed: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.